Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) days post procedure the patient was experiencing neurological issues and was admitted to the hospital. A magnetic resonance imaging procedure was performed and confirmed that the patient experienced a cerebral vascular accident. The patient remained hospitalized for three (3) days before they were discharged fully resolved and not experiencing any stroke symptoms. Prior to discharge the patient was diagnosed with endocarditis related to a mobile mass on their aortic valve.